Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer called paramedics and get hospitalized due to low blood glucose level on (B)(6) 2021. Customer had blood glucose level of 28 mg/dl. Customer had blood gluose level of 308 mg/dl. Customer was alleging insulin pump for over delivering because customer stated the insulin pump delivered 9 units all at once for no reason. Customer was not using auto mode. The insulin pump will be and reservoir will not be returned for analysis.